Manufacturer narrative:
On 12/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - a medtronic representative, following-up at the site, reported the navigation system was showing the tip of the axiem navigation pointer about 2-3 centimeters deeper than it actually was. The procedure was completed successfully without navigation. The surgeon was removing a pituitary tumor through the sphenoid sinus and had good visualization and was using navigation as a back-up. On 12/15/2016 software analysis was unable to determine probable cause with the information provided. The 3d model was poor in quality. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system displayed a blue screen with the straight shot at the navigation screen. After re-booting the computer to resolve the blue screen issue, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. Because the procedure was already in process, the surgeon could not re-register the patient and opted to discontinue the use of the navigation system. The surgeon continued and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.